Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a ventilator inoperative alarm condition. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed. No ventilator inoperative alarm occurred. During the evaluation of the device contamination was found in the following components. The blower bellows seal, blower mount, muffler assembly, the system pca tubing, blower chassis tubing and fio2 tubing. The components were replaced to address the issue. The device's air inlet foam filter was replaced as part of the preventive maintenance. The silver frame around the power button was missing. The device's vanity cover assembly was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperable alarm occurred. There was no harm or injury reported. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.